Manufacturer narrative:
Findings: unit had button error alarmed due to corroded on keypad trace. No moisture damage found on electronic assembly and motor. Unit received with cracked at corner display window, scratched on display window and cracked at reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error due to exposure to moisture. The customer's blood glucose level was 577 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.